Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to olympus (B)(4). Following additional high level disinfection at olympus (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated that no microbes were detected from the subject device. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, over 73 ufc / 100ml of aerobic bacteria was detected from the subject device and pseudomonas aeruginosa was identified.the user facility also reported that the subject device had been reprocessed using peracetic acid (adaspor produced by medivators) and a non-olympus automated endoscope reprocessor made by phagogene. There was no patient infection associated with this event reported.